Event description:
The customer reported bottom quarter of screen is blank.

Manufacturer narrative:
The customer reported bottom quarter of screen is blank. The unit was evaluated at philips and the symptom was verified. The display was replaced to resolve this issue. We consider this failure a malfunction of the display.